Manufacturer narrative:
A field service engineer (fse) went on-site, inspected the sample probe and found a problem with the level sense bead leaking fe and replaced it. An indepth inspection of the reagent probe revealed a damaged level sense bead (restricted fluid flow) and was replaced. Repair was verified per established procedures and results met published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent blank absorbance high triglyceride errors on the unicel dxc 600 pro synchron chemistry analyzer. No incorrect patient results were generated.